Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via telephone call that emergency medical services were dispatched due to low blood glucose on (B)(6). Each time the blood glucose reading was 20 mg/dl and the customer was treated with intravenous glucagon and not taken to the hospital. The customer noted that the insulin pump had a loose drive support cap. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.